Event description:
It was reported that while the programmer was updating the episode directory, an error message displayed. Device code was reloaded, which restored normal device function. A corrupted egm was suspected to have caused error message.